Event description:
It was reported that the lead has twisted and disconnected from the ipg. Surgical intervention may be taken at a later date to address the issue.

Manufacturer narrative:
Date of event is estimated.